Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the initial report, the liquid crystal display (lcd) was missing segments. It was also noted that the upper case and ring cover were broken, one bail cover was broken and one bail cover was missing, one bail was bent and one was missing and the keyboard window was scratched.

Event description:
It was reported the bottom screen was cracked/broken and showing a plain line between words. The device was returned for repair. No patient involvement or complications were reported as a result of this event.